Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event and was treated with vancomycin (1 gram, route, duration and frequency not reported) and injection magnova (1 gram, every fifth day in first bag then 500 mg in each exchange, duration not reported) at the time of this report, the patient was recovering. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s peritoneal dialysis catheter was removed and peritoneal dialysis therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.